Event description:
It was originally reported that an end-of-service (eos)/end-of-life (eol) message was obtained when interrogating the patient's device. The physician confirmed that the patient had no stimulation sensation. It had been 3 years since the patient was last seen by her physician, and it was noted that her urinary symptoms were returning. The patient had evidence of malfunction with an electrical short in leads 2 and 3 and that the battery was "flat." It was recommended to remove the device. No patient injuries were reported.

Manufacturer narrative:
(B) (4).